Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient saw the power-on-reset (por) message when trying to set stimulation the night before the report. It was reported that the patient had just had a revision that could be related to the issue. The patient was redirected to their healthcare provider. No patient symptoms were reported. No further complications were reported.